Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds after the lead was implanted and the patient underwent car diversion. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.